Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6005630 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). Complaint investigation. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: on the visual inspection according to wi version 3, was performed and 10/10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 5/5 samples passed the test. Five reference samples were not able to be tested for flow due to the samples were used in a special investigation for another department. A batch record review was conducted resulting in the following: packaging: the lot 6005630 was packaging according to the wi version 111, in the line inset 5, on 25/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 29-may-2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6005630 and no other complaint has been registered in database for the same lot 6005630 and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to occlusion or tubing issues, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2024 and (B)(6) 2024. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.